Manufacturer narrative:
The product was not returned for evaluation. It was reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient's reported emergency room visit and ketosis diagnosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / page 54 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44 warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On the morning of (B)(6) 2018, patient woke up feeling sick and was vomiting. His blood glucose (bg) levels were continuing to rise throughout the morning. Looking through the viewing window of the pod he was wearing, patient¿s mother reported the cannula appeared to have dislodged from the infusion site. When the pod was removed, there was a ¿small bump¿ at the site. The pod was discarded by the patient¿s mother and the device sequence number could not be provided. It was reported that the patient¿s bg levels had peaked at 33 mmol/l (595 mg/dl) after wearing the pod between 4 and 24 hours on the abdomen. To treat the patient¿s elevated bg levels, a manual injection of insulin was delivered and a new pod was applied (from which a correction bolus was administered). Patient¿s mother reported that he was taken to the emergency room (ER) for further treatment. At the hospital, the patient was given intravenous (IV) fluids to bring up his hydration levels. Though results were not reported, blood work was done twice. Patient was officially diagnosed with ketosis. No medications were prescribed.